Event description:
The customer reported that the ortho provue analyzer falsely interpreted weakly positive (1+) crossmatch reactions as negative, during validation testing. The customer visually inspected the results, and confirmed the reactions in the microtubes were positive. The sample reacted positive (1+) in manual gel test using the same lot of gel cards. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site, and performed reader camera adjustments, and 6-month preventative maintenance to return the analyzer to expected operation. The customer has not logged any similar complaints against this analyzer since this incident.